Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported the printer was functioning erratically. The printer was replaced. No other details regarding the nature of the event were provided. Since the event occured during routine testing of the device, there was no patient involvement during this event.